Event description:
It was reported by a customer in (B)(6) that, an 840 ventilator graphic user interface (gui) display and an erratic display with pixel errors. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed all tests and calibration, and it was observed to be operating within mfg specs. Covidien reference #(B)(4).